Event description:
It was reported that intermittently the alarm table for an m300 being monitored by the infinity central station (ics) will be empty. This condition appears to be temporary, random and intermittent in nature. The users report that the symptom is discovered when the user attempts to view the alarm table for an m300 and finds that it is blank. There is reportedly no gap seen in the full disclosure records and no alarms generated on the m300 or ics prior to the discovery of the blank table. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.